Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's (germany) ipg shut off shortly after therapy was initiated. The decrease in stimulation occurred gradually, and the issue was reportedly not positional in nature. Surgical intervention was undertaken to explant and replace the pt's ipg. Effective stimulation was recaptured for the pt following the procedure.